Event description:
The customer reported that the insulin pump alarmed motor error multiple times. The blood glucose reading was 512mg/dl. Troubleshooting was performed. The drive support cap appears normal. Assisted the caller to run a manual prime and the device did not alarm motor error. Instructed the customer to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.